Event description:
Info received indicates the head section will not lower using the siderail controls and it takes 25 seconds to lower the head section using the CPR function.

Manufacturer narrative:
The tech isolated the issue to the hydraulic manifold. He replaced the manifold to repair the bed.